Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hpc) reported via a manufacturing representative that a power on reset (por) with error code 0x400 was displayed and the patient had a return of dystonic symptoms. The patient had to return to the hospital due to the severe rebound of dystonia. The hcp was very concerned for the patient since the return of symptoms was very serious for the patient. The por was displayed when the implantable neurostimulator (ins) was checked with a clinician programmer. The ins was off so the hcp turned the ins back on and the issue was resolved. No surgical intervention occurred or was planned.